Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the sockets.

Event description:
It was reported during service at the manufacturer that the micro sagittal saw ran without user activation. There was no patient involvement and no adverse consequences associated with this event.